Event description:
It was reported by the patient that on (B)(6), 2013, while wiping a water spill, apparently dislocated her hip socket. This caused her extreme pain. When she turned back to her right, there was a loud "klunk sound" from the hip area which was probably caused by the hip returning into the socket. This was reported to doctor's office on the morning of (B)(6), 2013. She was advised to place an ice pack on the hip area, and was prescribed an anti-inflammation medicine. Subsequently, she received doctor's orders for blood work and MRI of hip. These tests are scheduled for the week of (B)(6), 2013.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as a right unknown stryker hip.an evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4).

Manufacturer narrative:
An event regarding dislocation involving a trident 0 deg x3 insert 32mm head was reported. The event was not confirmed. Device history review: indicated that the specified lot was accepted into final stock with no reported discrepancies. Complaint history review: indicated that there have not been any other events for the specified lot. Conclusions: the exact cause of the event could not be determined because not enough information was provided. In order to complete a full investigation, items such as operative notes, x-rays, and patient history are needed to determine the root cause.

Event description:
It was reported by the patient that on (B)(6) 2013, while wiping a water spill, apparently dislocated her hip socket. This caused her extreme pain. When she turned back to her right, there was a loud "klunk sound" from the hip area which was probably caused by the hip returning into the socket. This was reported to doctor's office on the morning of (B)(6) 2013. She was advised to place an ice pack on the hip area, and was prescribed an anti-inflammation medicine. Subsequently, she received doctor's orders for blood work and MRI of hip. These tests are scheduled for the week of (B)(6) 2013.